Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation on non targeted area. The patient was also having an increased in charging burden. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.